Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR medibo medical products (B)(4). (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR.

Event description:
Acid was running out of two old batteries and damaged the battery molding. Batteries and molding replaced and also an old handset with loose contact. There were no injuries reported.